Event description:
Health care professional (hcp) reports a cracked arterial header occurred during the pt's 15th use of the CT 110g dialyzer. A new dialyzer was used to continue the treatment without incident. An estimated 250cc of blood loss incurred. The homecare professional reports no pt injury and no need to med intervention was required.